Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the trans-septal puncture with a non-bsc needle, there was difficulty passing the trans-septal sheath through the septum for which the physician aborted the case. No watchman device was opened. Patient was sent to the recovery unit in stable condition. Approximately 4 hours post-procedure, patient started to not feel well and a pericardial effusion was discovered via echocardiogram. A pericardiocentesis was performed. Patient recovered well and was discharged. Patient returned four weeks later and was successfully implanted with a watchman device.